Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency and worsening heart failure symptoms could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening heart failure symptoms. An echocardiogram was performed, which revealed aortic insufficiency (ai). The log files were submitted for a pump function assessment. The log files review captured 3 clusters of low power advisory alarms, which appeared to have been the result of normal lithium battery power depletion. The mechanical circulatory support (mcs) equipment appeared to have been operating as intended.